Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure. Three months later, on (B)(6) 2019 the patient was re-admitted to the hospital with acute decompensated heart failure. The heart failure was treated with intravenous lasix and the condition resolved. Nine months after the index procedure, on (B)(6) 2019 the patient was re-admitted to the hospital with a cardiac condition (paroxysmal ventricular tachycardia). This condition was treated with an increase to the patient's amiodarone medication dose for one week. The mr grade was mild to moderate on an echocardiogram performed on (B)(6) 2019. The tachycardia resolved. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All information was investigated, and a cause for the reported tachycardia and heart failure cannot be determined. The reported patient effect of arrhythmias (tachycardia) and heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.